Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the root cause could not be determined. Two photographs of a groshong nxt clearvue catheter and two radiographic images were returned for evaluation. The photographs were of the proximal and distal segments of the groshong nxt clearvue catheter. The catheter showed evidence of use in the returned photographs. The break in the catheter shaft was observed to be approximately at the 41cm depth marking. The radiographic images showed the implanted catheter was broken. Although a broken catheter was evident in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that a patient had a broken tube after using our catheter. It was learned that the patient had a broken tube during maintenance in the hospital on (B)(6) 2023, and was immediately sent to the hospital for rescue after the film found that the broken tube was in his heart. The catheter was successfully removed under anesthesia. The patient was still hospitalized for observation, after repeated consideration, there was no contact with the patient. A few days later, I also learned that the patient had been successfully operated and had been discharged safely.

Event description:
It was reported that a patient had a broken tube after using our catheter. It was learned that the patient had a broken tube during maintenance in the hospital on (B)(6) 2023, and was immediately sent to the hospital for rescue after the film found that the broken tube was in his heart. The catheter was successfully removed under anesthesia. The patient was still hospitalized for observation, after repeated consideration, there was no contact with the patient. A few days later, I also learned that the patient had been successfully operated and had been discharged safely.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.